Event description:
It was reported that pump battery discharged too quickly and customer stated that battery was depleting faster than expected. There was no reported impact to the customer¿s blood glucose level. No additional information was provided.